Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7074587. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7077986. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) was no longer helping with patient's pain. The patient underwent an scs system explant procedure. The explanted device components were discarded by the medical facility.